Event description:
The manufacturer received information alleging continuous headaches, tightness in chest and eye irritation and also notices some grey particles in the "tubbing", particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging continuous headaches, tightness in chest and eye irritation and also notices some grey particles in the tubbing, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of fine black hair like contamination on exterior of iso port, brown discoloration of interior surfaces on top, bottom, and back enclosure panels, fine white dust like contaminants in blower box, fine black dust like contamination consistent with keratin found around blower seal, fluid ingress on blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of fine black hair like contamination on exterior of iso port, brown discoloration of interior surfaces on top, bottom, and back enclosure panels, fine white dust like contaminants in blower box, fine black dust like contamination consistent with keratin found around blower seal, fluid ingress on blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.